Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found displaying "1720" error code message during the investigation. According to the investigation, the pump defective capacitor caused the reported problem. Investigation recommended the pump backup capacitor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720 . No reported adverse effects."